Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The broken piece of the tissue pad was returned. The tissue pad was worn out, and it was partially torn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the distributor that during a procedure using three devices, two devices became unusable. The intended procedure was completed with the third device. There was no patient injury reported. This is the second one of two reports. The subject device together with the broken piece of the tissue pad was returned to olympus medical systems corp. (Omsc) for evaluation. On oct. 11, 2021, olympus medical systems corp. (Omsc) found that the broken piece of the tissue pad.